Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 651.4 mcg/day via an implantable pump for intractable spasticity. It was reported the patient's pump was placed recently and the patient has been having increased spasticity so the healthcare provider did not think the patient was getting all of the baclofen. The patient had a spiral CT (computed tomography). It was also noted the hcp performed a side port aspiration and wanted to prime the catheter, but it had been some time since they aspirated it. The hcp was in the process of priming the catheter. It was reviewed 0.237 ml had been infused and there was 0.099 ml left to prime.